Event description:
This pt had two cypher stents implanted in his left anterior descending lesion/1st diagonal branch in an overlapping fashion. The stents were implanted following an acute myocardial infarction. Three months later, the pt suffered late stent thrombosis and myocardial infarction.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.